Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient¿s mother stated on (B)(6) 2020, the patient developed a skin reaction where the sensor adhesive was placed. The affected area was swollen. The patient¿s mother brought to the patient to the hospital and was provided triamcinolone cream to treat the affected area. At the time of contact, the reaction has subsided. No additional patient or event information is available.